Event description:
At the end of an uneventful tonsillectomy and adenoidectomy, the surgeon noticed burns at the corners of the pt's mouth. Silvadene ointment was applied to the corners of the mouth. Pt was properly grounded and the site was clear post-op. Upon examination of the electrocautery tip, the physician noted a "divot" in the insulation. The MFR was notified and the tip and the handpiece were sent. As dictated: "superficial epithelial burns of the oral commissure, right greater than left."